Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens. The patient's post-op best-corrected visual acuity was 20/20 and the patient had a mild sup. Anterior cortical opacity.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the optic torn/split and presence of foreign material on the lens surface. (B)(4).